Manufacturer narrative:
Internal complaint reference:(B)(4).

Event description:
It was reported that the forward button of the motor drive unit hand control pwrmx el was not working. It is unknown when the incident occurred, how the procedure was finished and if occurred a surgical delay. Patient injuries were not reported.

Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and no issues were noted. Right button is sticky. Cause of sticky button is a corroded right button assembly. Mdu also fails intermittently for hand piece error when plugged into the control unit. The complaint was confirmed and the root cause has been determined to be corrosion of the right button assembly. Factors that could have contributed to the event include a buildup of corrosion/debris around the button assembly from cleaning chemical fluid ingression over time. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.